Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred, and the procedure was completed by using the wired footswitch. Per the information collected, the wireless footswitch lost connection with the base station and the indicator of wifi, base station and the battery were off. The fse replaced the wireless footswitch and base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction z-0476-2022/ field safety corrective action (2021-igt-bst-020). The correction has been implemented on the system. The defective footswitch and base station were returned to philips for further analysis. The analysis confirmed the failure of the base station and the footswitch and there was an electronic defect in the footswitch. After implementing the correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that system was having problem with wireless footswitch. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that wireless footswitch was failing. The wireless footswitch has been replaced that the system was returned to use in good working order.